Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. Getinge field engineer checked the equipment, but the symptoms were not reproducible. This phenomenon occurred while the patient was using it. There was no harm to the patient. The equipment was inspected and completed without any abnormalities. All function and safety checks have been performed in accordance with factory specifications and it is now ready for use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e3, h6 investigation type.

Event description:
N/a.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) experienced a system overheating issue. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6), a social medical corporation. A supplemental report will be submitted upon completion of our investigation.